Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was treating the left sfa as part of the durability study. During the index procedure an everflex self-expanding stent was used to treat the lesion. The product was used per IFU. Post procedure the patient was taking aspirin and plavix. It is reported that the patient died approximately 22 months post index procedure. Initial information reported has stated that the research co-ordinator in the site believes the patient died from anemia related complications. Cause of death has not been confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.